Event description:
The customer contact reported the silicone sleeve of the clave secondary port remained in the depressed position. On an unspecified date, the primary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. The customer contact reported that the male adapter of a needleless valve connector connected to an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. The customer contact reported that after the piggyback delivery was complete, the nurse disconnected the needleless valve connector from the clave secondary port of the tubing set. At this time, the customer contact reported that the silicone sleeve of the clave secondary port remained in the depressed position. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided, including if the primary tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
Investigation is not complete. The lot number of the device that was in use is unk. The customer contact identified a possible lot number (plots). The possible lot number is 201295h. This report represents all the info known by the reporter upon query by hospira personnel.